Event description:
It was reported that during a gastric bypass procedure, due to the fact that the half closed staples had to be removed, the procedure was extended five to ten minutes. Another device was used to end the procedure. There were no issues to the patient.

Manufacturer narrative:
Date sent: 09/05/2008. Information is unavailable; device was not returned for evaluation.